Manufacturer narrative:
H2) correction: d1; additional information: d4 (UDI #), h4, h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident. Evaluation of the logs indicated that the bipolar fenestrated grasper was attached to arm cart assembly 1 and no specific errors related to the bipolar fenestrated grasper were observed. The use life was three hundred and seventy-two minutes with a use count of four. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the colpotomy step of a robotic laparoscopic radical hysterectomy procedure, the bipolar fenestrated grasper was unable to fully close its jaws, despite fully pressing the input arm lever on the surgeon console. The remaining life of the bipolar fenestrated grasper was at 28%. To resolve the issue, the bipolar fenestrated grasper was replaced with another one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical hysterectomy procedure, at the colpotomy step, the bipolar fenestrated grasper (bfg) was unable to fully close its jaws, despite the surgeon fully pressing the input arm lever on the surgeon console. The instrument's remaining life was at 28%. To resolve the issue, the bfg instrument was replaced with another bfg. There was no patient injury.